Event description:
Customer reported that they jumped into the pool and the insulin pump now has a crack and fluid in the battery compartment. Customer stated that they heard a beep and took the battery out and now the insulin pump does not turn on. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 245 mg/dl and stated that they would be treating with a syringe every three hours. Insulin pump is being replaced. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. All operating currents were within specification. The off no power alarm functioned properly. No blank display was noted. The insulin pump was received with moisture damage on the electronic assembly and battery tube. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir window, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.